Manufacturer narrative:
The subject device was not returned; therefore, physical analysis cannot be performed. However, patient outcome of death and patient hemorrhage are noted as potential complications associated with such procedures in the direction for use (dfu). Therefore, a root cause of anticipated procedural and patient complications has been assigned to this event.

Event description:
During the procedure two retrievers were used for a right internal carotid artery occlusion (rica). It was reported that post procedure a hemorrhage was confirmed and surgical decompression was performed. The patient became bedridden and preservative therapy was continued. The patient died approximately 12 weeks post procedure.

Event description:
During the procedure two retrievers were used for a right internal carotid artery occlusion (rica). It was reported that post procedure a hemorrhage was confirmed and surgical decompression was performed. The patient became bedridden and preservative therapy was continued. The patient died approximately 12 weeks post procedure.

Manufacturer narrative:
Device was disposed.